Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4), case status: open, summary: (npi) safety clamp/close door - 8100. Case notes: problem description (B)(4). Ben need assistance on how to troubleshoot on 8100 s/n (B)(4) safety clamp open/close door (alarming). Ben already tried replacing ail sensor assembly, the issue on safety open/close door still occurring, I suggested to ben to inspect the sear if bent or broken, the other option I suggested is to replace latch assembly. Ben will go ahead and try my suggestion. If he need further assistance ben will call back for further assistance..